Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had door sensor failure, door not fully shut error upon device power up in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "door sensor failure door not fully shut error" was reproduced. Evaluation duplicated the reported problem during calibration review. A review of the event history log revealed multiple "door jammed" messages. Evaluation duplicated the reported problem during calibration review. The reported condition was verified. The cause of the condition was the link and link switch spacing not within specification. The link and link switch required to be adjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.